Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as painful on the ribs. The hospital ran tests but found no evidence that lifevest caused any injury or is causing the pain. There was no alleged device malfunction contributing to the irritation the patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.